Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was generating beeping tones and displayed fault code 08 upon interrogation. Guidant received additional information that this device displayed fault code 07